Manufacturer narrative:
The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08700 inches. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the insulin pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The pump uploaded to carelink pro web and generated all nine (9) summary reports and a 14-day daily report without any errors. No unexpected error message or communication anomalies noted during the upload or report generation noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was over 400 mg/dl at the time of incident and the current blood glucose level was 372 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as nausea. Customer reports they contacted their health care professional regarding the high blood glucose. Customer was alleging insulin pump was under delivering. The insulin pump will be returned for analysis.